Event description:
It was reported to philips healthcare that the heartstart xl ac socket was pulled out of the device when the power cord was removed. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.